Event description:
Around 11:30 pm on (B)(6) 2018, I put a clear cvs health extra strength nasal strip (purchased over the counter at cvs) on the bridge of my nose as per the instructions of the package. When I woke up the next morning, at approximately 7:30 am on (B)(6) 2018, I noticed a large purple/black spot on my nose when I removed the nasal strip. The area was also a bit tender. Almost a week later, I still have a bruise/skin irritation on my nose, although it has dissipated slightly. I immediately contacted cvs and filed a report. I also had a slight headache for two days following use of the nasal strip. The product in question can be found online at: https://www.cvs.com/shop/cvs-health-extra-strength-nasal-strips-26ct-prodid-1011889?(B)(4) name of company that makes (or compounds) the product: cvs. Is the product over-the-counter: yes. Frequency: at bedtime. How was it taken or used: transdermal. Date the person first started taking or using the product: (B)(6) 2018. Date the person stopped taking or using the product: (B)(6) 2018.